Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the issue. The log review showed three sessions occurred on the incident date. Among the three sessions, the user performed a spinalfusion procedure in the third session. During this session, the user performed tasks in this order: selectprocedure, instruments, acquireimages, navigation, acquireimages, navigation, selectprocedure. This meant they started by choosing a procedure, set up instruments, acquired images, navigated, possibly acquired more images and navigated again. Frame movement after registration may be a common cause of accuracy issues, but the software logs were not helpful in diagnosing possible auto-registration accuracy problems. There were no archives provided. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was approximately two millimeters of inaccuracy.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the hospital hasn't had the issue repeated since 5 or 6 of the last cases. The account kept claiming that an imaging system was the issue. The account team has verified all tools and setup that it's not an imaging system calibration fault. Therefore, since they've had five or 6 cases be successful since then, that the issue was due to operator error.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: unknown, UDI#: unknown a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. Additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to the screws were inaccurate in the lateral direction. Code a13: communication or transmission problem is applicable to the poor image quality on t1-t2 and the confirmation spin also had poor image quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that during a posterior c5-t2 case, there was an alleged inaccuracy. The manufacturer representative (rep) stated that there was poor image quality on t1-t2, but they proceeded with these images and were able to place the screws. The confirmation spin also had poor image quality and one screw on either t1 or t2 was medial by 2-3 millimeters (mm). The surgeon decided to take a post-op computed tomography (CT), and all the screws were inaccurate in the lateral direction. No revisions were needed on these screws. This issue caused no surgical delay. There was no impact on the patient¿s outcome.